Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the device could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the device was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: the operational manual ¿cf-xz1200l/I, chapter 3 preparation and inspection¿ describes the methods for detection. The reprocessing manual ¿cf-xz1200l/I, chapter 5 reprocessing the endoscope¿ (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had insufficient angle. No reports of patient harm. During the evaluation the following reportable malfunction was found: nozzle had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the scope cover, the control unit, the right/left knob, the upward/downward angulation control knob, the free-engage knob, the forceps elevator lever, the switch box, the grip, the universal cord, the suction connector, the scope connector cover, the probe cover and the connecting tube were scratched. The control unit and the connecting tube had discoloration; the adhesive around objective lens and the light guide lens was peeled; the adhesive on bending section cover had a chip; the adhesive on bending section cover had a crack; due to wear of the angle wire, the play of upward/downward angulation control and the bending angle in up direction does not meet the standard value; the suction connector was dirty due to water leakage; due to deformation, right/left knob did not move smoothly and due to damage on charged coupled device unit, the image had shadows. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.